Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Md called regarding a pleurx catheter he implanted on (B)(6) 2019. A chest x-ray was done on the 15th and the lung was expanded. On the 19th the patient was seen for subcutaneous emphysema and a chest film shows a right pneumothorax. The md does not have a product code or lot number. He wants a product code for the pleurx extension set that can be connected to wall suction. The md stated that the patient may have burst a bleb due to coughing and vomiting. Directed him to the online brochure and the pleurx lockable drainage line kit 50-7265.